Manufacturer narrative:
No further information is available at this time. (B)(4).

Event description:
It was reported that during patient use, the ventilator graphic user interface (gui) display became black. The patient was removed from the ventilator and placed on an alternate ventilator. There is no report of serious injury or death associated with this event.